Event description:
It was reported via the repair unit that the bur was broken inside the attachment. It was also reported that this event did not occur during a surgical procedure; the customer reported the tip of the bur broke during pre-operative testing. It was further reported that there was no delay or adverse consequences as a result of this event.

Manufacturer narrative:
The bur subject to this investigation was not returned to the manufacturer for evaluation; however the repair unit in kalamazoo assessed the bur and attachment. It was visually confirmed that the bur was broken along the shank. The returned bur was measured where possible and all critical specifications were met. Part number and lot number information has not been provided to permit further investigation. The root cause is undetermined. The attachment associated with this MDR is as follows; part number: 5100120922, lot number: 11083.